Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the a-wire was worn and could not be operated through the bend. It is likely that the a wire was worn out during repeated use of the device, leading to the occurrence of the incident. The detection method is described in operation manual: 3.3 inspection of the endoscope: inspection of the bending mechanisms. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that due to wear of the angle wire, the bending section could not be controlled at all, and the bending section could not be bent in the left direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis exera iii colonovideoscope scope bending section was in a 90-degree position. It could not be turned to a neutral position by an angulation knob. The issue was found during a therapeutic procedure (colonoscopy and polypectomy). The procedure was completed with a similar device. There were no reports of patient harm.